Event description:
On 3/9/10, covidien was notified of a pt death by another device MFR who had previously been notified of the incident and their product's involvement and who had filed an MDR ((B) (4)) concerning the same pt. It appears that during the course of the other MFR's investigation, medical records for the pt referenced a covidien product as being used, at which time they notified covidien of the event. As indicated on the MDR report filed by the other MFR, the incident was reported to them by an attorney who alleged that the pt's death may have been related to heparin therapy. As described on the MDR report provided to covidien, on (B) (6) 2008 the pt was admitted to the hospital for recurrent pneumonia requiring antibiotic therapy. On (B) (6) 2008, the pt was started on heparin sodium 5000 units subcutaneously (sc) twice daily for prophylaxis. On (B) (6) 2008, the pt was discharged home to continue primaxin 1000 mg IV via PICC line every 8 hours for 8 days. As described on the other MFR's MDR report provided to covidien, on (B) (6) 2008, the pt was started on heparin ((B) (4), 100 unit/ml, prefilled syringe) 5 ml/12 ml following primaxin administration. On (B) (6) 2008, the pt was readmitted for respiratory distress requiring intubation and mechanical ventilation. Following involved intervention, as described in the other MFR's MDR (B) (4), the pt developed renal failure following pea arrest. Ultimately, the decision was made to withdraw care and the pt died on (B) (6) 2008.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded. (B) (4).